Manufacturer narrative:
Trackwise #: (B)(4). Corrected section: h6- medical device ¿ problem code- corrected to "activation problem." The device was returned to the factory for evaluation on 15mar2021 and investigated on 12may2021. Photograph from the account shows the loading device with the seal observed near the delivery window of the loading device. Signs of clinical use and no evidence of blood were observed. Delivery device was returned inside loading device. The delivery device was removed from the loading device. The tension spring and seal remained inside the loading device. The white plunger on the delivery device remained unpressed and the blue lock remained in the locked position. The seal was then pulled out from the loading device for inspection. The seal did not appear to be folded. There was no sign of crack/delamination on the seal. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.500 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "activation problem" was not confirmed but the analyzed failure "fitting problem" was confirmed. The lot # 25155495 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure hst ii system (3.8mm) to squeeze and hold the seal normally in the process of loading the seal, advanced the seal, and then pulled the seal. It did not come out normally, and a situation occurred in the seal loader. It was carried out in the normal seal loading process, but due to the phenomenon that occurred, the medical staff determined that the operation could not be performed with the currently used product, and the operation was performed using a new heartstring 3.8mm product. After the seal loading process in the same way, the new product was normally sealed and applied well to the patient during the operation, and the operation was well completed without any abnormality in the patient's condition after the operation.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure hst ii system (3.8mm) to squeeze and hold the seal normally in the process of loading the seal, advanced the seal, and then pulled the seal. It did not come out normally, and a situation occurred in the seal loader. It was carried out in the normal seal loading process, but due to the phenomenon that occurred, the medical staff determined that the operation could not be performed with the currently used product, and the operation was performed using a new heartstring 3.8mm product. After the seal loading process in the same way, the new product was normally sealed and applied well to the patient during the operation, and the operation was well completed without any abnormality in the patient's condition after the operation.